Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation reported by site: the instrument was found to have a retracted conductor wire insulation at the yaw pulley. There was no material missing and the conductor wire were exposed. The conductor wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage which may indicate potential mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial findings were partially confirmed. Upon receiving fenestrated bipolar forceps the instrument for advanced failure analysis, it was observed that the conductor wire was fully broken at the wrist. As the instrument failed continuity during initial failure analysis, it appears that wire was likely broke inside the insulation already, causing the insulation to retract from the yaw pulley. Upon movement during shipping, the insulation eventual fully slipped off, exposing the broken conductor wire.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Site provided images of the instrument. Per image review, the grip cable appears to be broken, and the conductor wire, while unbroken, appears to have its insulation pulled back with the bare metal wire exposed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a wire broken on the instrument shaft. The procedure was completed as planned with no reported injury using a backup instrument.